Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, inadequate bone quality/quantity. Poor bone quality, patient had ridge augmentation in that area and the graft does not integrate properly to support the implant. Same patient as (B)(6).